Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery appeared to be depleting more quickly than expected. Data analysis confirmed that the ICD battery was depleting in a manner consistent with a capacitor issue. This ICD was removed and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.